Manufacturer narrative:
A field service engineer (fse) was dispatched who replace the thermal printer using the service cd supplied.the device was tested and verified to be working properly. No further action was required by field service. The most probable cause of the reported event was due to an I-6 line clog. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016, the customer reported that the ink for the g8 analyzer printer was not clear. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event,which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results